Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient fell and banged their head near the lead entry point on the left side of their head. During the follow-up visit, the hcp noted erosion nearby and an infection. The hcp decided to explant the deep brain stimulation system and the issue resolved. The patient was alive with no injury.

Manufacturer narrative:
(B)(4). Concomitant medical products: product ID 7482-51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension. Product ID 3389, product type: lead. Product ID 7482-51, serial# (B)(4), product type: extension. Product ID 3389, product type: lead. Analysis of the extension (s/n (B)(4)) found no significant anomaly. The body of the extension was cut through and the product was segmented. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.